Manufacturer narrative:
(B)(4). On (B)(6) 2016 a medtronic representative, following-up at the site, reported the site was experiencing issues that day with their computer system sending over images and the site believes that was a part of the issue. The first time images came over they were incomplete and had sections missing. There has been a few surgeries since the reported event and everything has gone fine. No further issues have been reported. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. The site declined to allow medtronic representative to perform a system-check-out and patient exams were not provided for analysis. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that, while in a computed tomography (CT) spine fusion procedure. Spinal fusion procedure, they had difficulty registering their patient. They were able to get an acceptable pointmerge registration, however, then could not get a surfacemerge error metric below 4.5. When they went back to attempt the surfacemerge registration again the software exited unexpectedly. In trouble-shooting, the site re-launched the software and performed a better pointmerge registration, however, surfacemerge would not work to the surgeon's satisfaction. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.